Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant registration cards (ircs) received, a (B)(6) female received onxane-19, sn (B)(4), on (B)(6) 2017 and required reintervention/explant on the same day and subsequent replacement with onxane-19, sn (B)(4), due to undisclosed reason. Note: this investigation is relegated to onxane 19 (sn (B)(4)) additional information was received via operative notes. The patient presented with bicuspid aortic valve and severe aortic stenosis. According to the operative notes, ¿the aortic valve was bicuspid in nature with a raphe between the right and left coronary cusp. There was a fibrinous type exudate on the valve itself with mild to moderate calcification. This was totally debrided and sent to pathology and culture, and the leaflets were removed as well. We sized the valve for 19-mm on-x mechanical valve [sn (B)(4), onxane, on-x aortic heart valve with anatomic sewing ring with extender] and placed 2-0 ethibond sutures without pledgets circumferentially for our valve stitches. We did irrigate the valve area with clorpactin and then irrigated this out with saline as well. We brought our valve sutures through the valve itself and seated it appropriately and used cor-knot system to secure the valve in place. We closed our aortotomy in a mattress and subsequent running fashion with 4-0 prolene sutures, de-aired the heart and removed the crossclamp. Upon viewing our transesophageal echocardiogram [tee], there appeared to be both a valvular component and perivalvular component of regurgitation. We reapplied our crossclamp and gave cardioplegia again to achieve a diastolic arrest of the heart and reopened our aortotomy and placed stitches from the intra-aortic side out of the aorta at the root along the noncoronary cusp which was directed by the tee findings of perivalvular leak. Four ethibond sutures were placed in total for this and upon closing our aortotomy again in a similar fashion as mentioned above. Crossclamp was removed and we viewed her transesophageal echocardiogram which demonstrated residual mild paravalvular leak. At this point in time, a crossclamp was reapplied and the valve itself was removed. It should be noted also on that tee finding that there appeared to be more generous amount of valvular regurgitation as well, not consistent with any washing jets of appropriate size. We removed cor-knot sutures as well as the valve itself and inspected the annulus. We then placed 2-0 ethicon sutures with pledgets from the ventricular to aortic side around the annulus and replaced our aortic valve with a new 19-mm on-x mechanical valve [sn (B)(4), onxane, on-x aortic heart valve with anatomic sewing ring with extender]. There was no findings of perivalvular or valvular regurgitation on post tee.¿

Event description:
According to the implant registration cards (ircs) received, a (B)(6) female received onxane-19, sn (B)(4), on (B)(6) 2017 and required reintervention/explant on the same day and subsequent replacement with onxane-19, sn (B)(4), due to undisclosed reason. Note: this investigation is relegated to onxane 19 (sn (B)(4)) additional information was received via operative notes. The patient presented with bicuspid aortic valve and severe aortic stenosis. According to the operative notes, ¿the aortic valve was bicuspid in nature with a raphe between the right and left coronary cusp. There was a fibrinous type exudate on the valve itself with mild to moderate calcification. This was totally debrided and sent to pathology and culture, and the leaflets were removed as well. We sized the valve for 19-mm on-x mechanical valve [sn (B)(4), onxane, on-x aortic heart valve with anatomic sewing ring with extender] and placed 2-0 ethibond sutures without pledgets circumferentially for our valve stitches. We did irrigate the valve area with clorpactin and then irrigated this out with saline as well. We brought our valve sutures through the valve itself and seated it appropriately and used cor-knot system to secure the valve in place. We closed our aortotomy in a mattress and subsequent running fashion with 4-0 prolene sutures, de-aired the heart and removed the crossclamp. Upon viewing our transesophageal echocardiogram [tee], there appeared to be both a valvular component and perivalvular component of regurgitation. We reapplied our crossclamp and gave cardioplegia again to achieve a diastolic arrest of the heart and reopened our aortotomy and placed stitches from the intra-aortic side out of the aorta at the root along the noncoronary cusp which was directed by the tee findings of perivalvular leak. Four ethibond sutures were placed in total for this and upon closing our aortotomy again in a similar fashion as mentioned above. Crossclamp was removed and we viewed her transesophageal echocardiogram which demonstrated residual mild paravalvular leak. At this point in time, a crossclamp was reapplied and the valve itself was removed. It should be noted also on that tee finding that there appeared to be more generous amount of valvular regurgitation as well, not consistent with any washing jets of appropriate size. We removed cor-knot sutures as well as the valve itself and inspected the annulus. We then placed 2-0 ethicon sutures with pledgets from the ventricular to aortic side around the annulus and replaced our aortic valve with a new 19-mm on-x mechanical valve [sn (B)(4), onxane, on-x aortic heart valve with anatomic sewing ring with extender]. There was no findings of perivalvular or valvular regurgitation on post tee.¿

Manufacturer narrative:
A review of the available information was performed. The manufacturing records for the onxane-19, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A sample review was performed for the returned onxane-19, sn (B)(4) on (B)(6) 2018. The valve was examined under magnification and damage to sewing cuff was observed. Valve was disassembled and re-evaluated for dimensional, visual, and functional requirements and passed. Visual examination of cuff noted several suture placements close to sewing ring in the cuff. Surgeon used a cor-knot system during initial implantation of the first valve, which differs from the recommended suturing technique per the instructions for use. Initially reported, onxane-19 sn (B)(4) was implanted on (B)(6) 2017 in the aortic position of a (B)(6) female, but was explanted and replaced by onxane-19 sn (B)(4) at surgery. The operative notes were made available. It indicated that the suture technique for the first on-x valve utilized the cor-knot system on unpledgeted sutures. Subsequent transesophageal echo (tee) showed excessive regurgitation and evidence of a paravalvular leak. The aortotomy was reopened and stitches placed in an effort to close the leaking regions indicated by the echo. A repeat tee indicated there was still a residual mild paravalvular leak and excessive regurgitation, so the surgical team decided to remove the valve completely and replace it with another valve of the same size and type using pledgeted sutures in a non-everting fashion which were tied down (i.e. Not using the cor-knot system). A tee showed neither regurgitation nor paravalvular leak, so the patient was closed up, and transferred to the critical care unit. The on-x instructions for use defer to surgeon preference for suturing technique, but indicate that the general consensus is to use a non-everting technique with or without pledgets, with an additional caution for the anatomic sewing cuff model (used here) that it properly line up with the three native valve commissures. Because the replacement valve was identical in size and type to the first with the only difference being the suture technique, the most likely reason leading to the explant is the suture technique employed for the first valve. This could be the cor-knot system, but it could also be the alignment of the valve. The most likely reason the on-x valve was explanted due to paravalvular leak and regurgitation would be the suture technique employed. An inadequate seal was made between the annulus tissue and sewing cuff. No further action is warranted.